Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6)2009 of an upper gastrointestinal bleed. According to the complainant, during the procedure, water would not flow when the foot pedal was activated. The procedure was completed with another endostat ii electrosurgical unit. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).